Manufacturer narrative:
The reported event of ipg being inoperable was confirmed. At receipt the ipg would not communicate with lab utilities due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the auto tester. Ppe was unable to determine what cause the battery to deplete.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the ipg is inoperable. Surgical intervention may be pending.